Event description:
It was reported that following stent graft deployment, the delivery system could not be removed. Reportedly, the stent graft was successfully deployed in an av stent graft which was previously placed in the venous anastomosis in the upper arm. While removing the stent graft delivery system, the catheter became caught on the other stent graft and could not be removed. All attempts to remove the delivery system were unsuccessful. Therefore, a cut down was performed and the delivery system, the new stent graft and half of the previously placed stent graft were removed. A "jump graft" was then implanted. The patient was reported to be doing well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.